Manufacturer narrative:
It appears the cause of the thermal damage at the strain relief was elevated resistance from charging with a damaged joystick cable. The consumer safety guide warns to regularly inspect controller harnesses for damage.

Event description:
Provider alleges the consumer was charging her chair at night and allegedly woke up to sparks and flames coming from the joystick.

Event description:
Provider alleges the consumer was charging her chair at night and allegedly woke up to sparks and flames coming from the joystick.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.